Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed through the evaluation of (B)(4). The pump was returned assembled with the percutaneous lead (lead) cut approximately 1.5 inches from the pump housing and 11.5 inches of the distal portion of the lead was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of the rotor inlet upon disassembly of (B)(4) revealed a thrombus formation surrounding the rotor¿s bearing ball, as well as the bearing cup from the distal side of the inlet stator, which pulled out of its bore upon disassembly. The laminated structure of this formation and its areas of denaturation suggest that this thrombus likely formed over an undetermined period of time while (B)(4) was supporting the patient. Although a root cause for the formation of this clot could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: elevated ldh, dark urine, high flows, suspected thrombosis emergent exchange(B)(4)

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported the pt began having generalized abdominal pains and dark urine. She also began having some erratic vad flows. The pt had an elevated ldh. She was started on heparin and then had a pump exchange for suspected thrombus.